Manufacturer narrative:
The field service engineer (fse) noted that the ion selective electrode (ise) cleaning solution had lost its color and lost its ability to effectively clean the flow cell. This allowed buildup in the flow cell which caused the low sodium results. The fse cleaned the flow cell and resolved the issue. The fse recalibrated the ise and performed quality control; results were within specifications. The instrument conformed to the manufacturer's published performance specifications.

Event description:
The customer reported low sodium (na) results, for multiple patients, involving the au480 clinical chemistry analyzer with ise. The customer sent the patient samples to a reference laboratory and obtained higher sodium results. The low sodium results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Amended reports were issued to the hospital. Quality control (qc) and calibration were within the laboratory's acceptable range. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.